Event description:
The arthroplasty was revised due to acetabular loosening. The components were implanted in situ for ~2.8 years. The acetabular shell, acetabular liner femoral head components were revised. The patient presented with a ucla score of 7 three months prior to revision surgery and a maximum score of 7.

Manufacturer narrative:
An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned for analysis. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Manufacturer narrative:
It was noted that the devices, medical records and x-rays would not provided for evaluation due to institutional (B)(4) regulations at the facility. Should additional information become available, it will be provided in the supplemental report. Not returned.

Event description:
The arthroplasty was revised due to acetabular loosening. The components were implanted in situ for ~2.8 years. The acetabular shell, acetabular liner femoral head components were revised. The patient presented with a ucla score of 7 three months prior to revision surgery and a maximum score of 7.